Event description:
As reported, the maj-2315 distal cover fell off the tjf-q190v into the patient's mouth when removing scope. The cap came off at the conclusion of the procedure when the scope was being withdrawn. The customer stated the distal cover was properly attached to the scope. The issue found during a therapeutic ercp (endoscopic retrograde cholangiopancreatography) procedure. There was no patient injury or harm reported due to the event. This report is related to report with (B)(6).

Manufacturer narrative:
The subject device was not returned for evaluation. In a follow communication, customer representative conveyed they do not believe the scope was at fault. The customer will not be returning the distal cover maj-215. The customer will not be returning the scope. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and customer response/additional information on the event. Communication with the customer , the following information gathered: ·the distal cover was retrieved. ·the retrieved distal cover was probably cracked in the back of it. ·user confirmed that there was no damage or crack on the item before and after attachment to the subject device. ·user used a mouthpiece. The suggested event was failure of the item. No adverse event occurred. Repair history review found the item has not been repaired in the past. Based on the results of the investigation, the suggested event may have occurred by the following mechanism. I) after the user confirmed that the distal cover was not damaged or cracked, some stress was applied to the cover. The cover was in a state that could be easily fell off the subject device by the time the suggested event occurred. Ii) the distal cover in that state interfered with mouthpiece, and fell into the patient's mouth. A review of the device history record found the subject device was shipped in accordance with specifications. Root cause of the suggested event was not specified.. Olympus will continue to monitor complaints for this device.